Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation locked with full fine adjust used, no flex used, and inserted through the loader assembly. The valve was over the inflation balloon and the atrion was attached with approximately 4ml of blood inside of it. The returned delivery system was visually inspected for any abnormalities. During visual inspection, there was a kink on delivery system due to packaging. There was a crimp balloon tear just proximal to I/c bond. The valve was over the inflation balloon. Flex tip gouges were observed as well as stretching observed on distal end of flex shaft. Crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance.  The crimp balloon double wall thickness was found to be within specification. The valve was removed from the delivery system by engineering. The delivery system was then able to be pulled to the valve alignment marker and locked. Full fine adjust was able to be used with no abnormalities noted. The locknut/collet was engaged and the balloon shaft was pulled to a force that met the specification. Cine imagery was provided for review. Bav was performed. There was severe valve diving observed during valve alignment. The valve was placed in the annulus. The delivery system was retrieved with valve through the sheath. Valve alignment of second delivery system was performed with no valve diving observed. Some compression of the flex shaft was observed. The second valve was deployed successfully. DHR review was performed for the components that are the most relevant to the complaint event. Due to the emerging trend in I/c bond complaints, the tubing lots and resin for the crimp balloon underwent further review. The related lot was found to be correlated with the increasing complaint trends. A lot history review of the related work order was performed and revealed two other complaints for ¿balloon ¿ torn." No other complaints were found for ¿handle ¿ fine adjust difficulty.¿ the first complaint for ¿balloon ¿ torn¿ was confirmed. Available information suggested that patient and/or procedural factors may have contributed to the complaint event. No manufacturing non-conformance were identified in the returned device. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action was required. However, per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment (pra). The second complaint for ¿balloon ¿ torn¿ was also confirmed. Available information suggested that patient and/or procedural factors may have contributed to the complaint event. No manufacturing non-conformances were identified in the returned device. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action was required. However, per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. In addition, to address the emerging trend in I/c bond complaints, a CAPA is being updated. A review of complaint history from august 2017 to july 2018 for the edwards commander delivery system (all models and sizes) revealed returned complaints for ¿handle ¿ fine adjust difficulty¿. Ten complaints were unable to be confirmed, and no potential manufacturing nonconformance were identified during the investigations. Available information suggested that patient/procedural factors may have contributed to the reported events. No corrective or preventative action was required. Thirty two complaints were confirmed, but no potential manufacturing nonconformance were identified during the investigations. Available information suggested that patient/procedural factors may have contributed to the reported events. No corrective or preventative action was required. One complaint was unable to be confirmed, and no potential manufacturing non-conformances were identified during the investigations. There was insufficient evidence to determine a root cause. No corrective or preventative action was required. One complaint is pending engineering evaluation. A review of complaint history reveals that the occurrence rate does not exceed the july 2018 control limits for the trend category ¿fine adjust difficulty¿. A review of complaint history from august 2017 to july 2018 for the edwards commander delivery system (all models and sizes) revealed the following returned complaints for ¿balloon ¿ torn¿. Eight complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred after valve deployment and were the result of excessive force during withdrawal through the sheath. Due to the high criticality level for this failure mode, product risk assessment was previously initiated for risk assessment. One complaint was confirmed, but no manufacturing nonconformance that would have contributed to the complaints were identified. Available information suggested that the tear may have occurred after valve deployment and were the result of excessive force during withdrawal through the sheath. Due to the high criticality level for this failure mode, product risk assessment was previously initiated for risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. Fifty seven complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. Due to the high criticality level for this failure mode, product risk assessment was previously initiated for risk assessment. Thirteen complaints were confirmed, but no manufacturing nonconformance that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. Three complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaint were identified. Available information suggested that incomplete deflation of the balloon post-deployment and subsequent withdrawal difficulty may have contributed to the tear. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Two complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears occurred upon full inflation of the balloon and were the result of weakening of the bonds during valve alignment (due to patient/procedural factors). Due to the high criticality level for this failure mode, product risk assessment was previously initiated for risk assessment. Four complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears occurred as a result of not pulling the flex tip over the triple markers prior to balloon inflation. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Four complaints were confirmed. A definitive root cause was unable to be determined. No manufacturing non-conformances were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. One complaint was confirmed but no manufacturing nonconformance were identified during the evaluation. Available information suggests that procedural factors (device manipulation as a sample for inspection prior to the procedure) contributed to the complaint event. Due to the high criticality level for this failure mode, product risk assessment was previously initiated for risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. One complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors (high alignment force; attempted withdrawal of incompletely deflated balloon) contributed to the reported event. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. Ten complaints are pending engineering evaluation. A review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the ¿damaged¿ trend category. Instructions for use (IFU), prepping manual, and training manual were reviewed for instructions relating to the complaint event. No IFU/training deficiencies were identified. During balloon manufacturing, the inflation balloon was 100% inspected for fish eyes, crow¿s feet, deformation, gel spots and contamination, as well as working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. During manufacturing, the crimp balloon component was 100% inspected for balloon double wall thickness. Also, under minimum 8x magnification using a zeiss microscope with dark background, inspection was performed for defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes, and gel spots. During manufacturing, the crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. The 26mm flex tip outer diameter is 100% dimensionally inspected using a go gauge to ensure that it is not oversized. Each guidewire shaft is fully inserted into the marker band verification fixture and 100% visually inspected to determine if all marker bands are within specification when completely visible through the fixture windows.  During the manufacturing of the delivery system, the balloon was 100% inspected. The balloon size is inspected before the pleating and folding process. After pleating and folding is completed, the balloon is visually inspected. The device underwent 100% final inspection by manufacturing and quality. Fine adjust, collet/shaft clearance, and collet engagement are 100% functionally tested. The entire device was inspected for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination. The inflation and crimp balloons were 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. The flex and balloon catheters were 100% leak tested. After balloon catheter leak testing, the inflation balloon was inspected for damage. In addition, the related lot underwent product verification (pv) tests using five (5) samples. All samples must pass multiple tests pertaining to the complaint event. Visual inspection to ensure device is free from physical defects such as kinks, cracks, and loose or missing components prior to functional tests. Fine adjustment verification, where the device is pulled to valve alignment position and the fine adjustment wheel is used (if necessary) to align the flex tip with the valve alignment marker band. Visual inspection for tears or separation in the inflation/crimp balloon bonds. Balloon burst pressure after ten cycle fatigue, and the lot was accepted. Inflation balloon to crimp balloon laser weld tensile strength, and the lot was accepted. The locknut/collet engagement force was tensile tested, and the lot was accepted. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint event. The complaint for ¿handle ¿ fine adjust difficulty¿ and ¿balloon ¿ torn¿ was confirmed based on imagery review and visual inspection of the returned device. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing non-conformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. Per imagery review, the valve was not coaxial with the flex tip during valve alignment and severe valve diving was present, where part of the crimped valve slides into the flex tip lumen. This is also evidenced by the flex tip gouges observed during visual inspection. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Device training manual instructions provide guidance on how to correct for compression or valve diving if it is observed. The ¿short crack sound was heard after the valve alignment,¿ was likely the sound of the balloon tearing due to the high valve alignment forces. At this time, a definite root cause cannot be determined. Available information suggests the fine adjust difficulty likely occurred due to the heavy valve diving that was present and the balloon tear may have resulted due to the high alignment forces. To address the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review. This review identified a correlation between recent increases in complaint rates with alternate extrusion processing methods. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It should be noted that, in this case, there was no embolization and the delivery system and crimped valve were retrieved without issues. A second delivery system was prepared and the valve successfully deployed. Regarding handle ¿ fine adjust difficulty, since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limit for the applicable trend category, no product risk assessment (pra) is required at this time. Regarding balloon ¿ torn, a CAPA is being updated to address the recent correlation in balloon tear complaint rates with alternate extrusion processing methods. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment (pra). Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots. The complaint was confirmed for ¿handle ¿ fine adjust difficulty¿ was confirmed, but no manufacturing non-conformances were found in the returned sample. Available information suggests procedural factors (valve diving) contributed to the complaint event. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the applicable trend category. Therefore no corrective or preventive action is required. The complaint was confirmed for ¿balloon ¿ torn¿, but no manufacturing nonconformance were found in the returned sample. A definitive root cause was unable to be determined, however, available information suggests procedural factors (valve diving) may have contributed to the complaint event. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the applicable trend category. Per management discretion, the balloon torn issue and it associated risks have been assessed and documented in a product risk assessment (pra). In addition, to address the emerging trend in I/c bond complaints, a CAPA is being updated.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the placement of the 26mm sapien 3 by tf approach in aortic position, the esheath was inserted and bav was performed without issues. Valve alignment was performed in a straight section of the aorta. During valve alignment, fluoroscopy showed that the pusher was ¿in a slightly crooked position towards the valve and seemed to be a bit pushed into the valve struts¿. Therefore valve alignment was stopped and re-initiated from beginning. This time the pusher still rested not completely straight against the valve but physicians assessed the position as satisfying. Apparently a short crack sound was heard after the valve alignment. Then the valve was positioned in the annulus and the pusher brought back to the 2nd marker. There was a tiny gap between distal marker and distal edge of valve but not much. Deployment was initiated but inflation volume did not reach the balloon. Then blood was seen in the atrion. It was assessed that the balloon must have ruptured as the valve did not inflate at all. The commander system with crimped valve were retrieved out of the patient through the esheath without issues. A second 26mm system was prepared, inserted and successfully deployed with good outcome. The patient was doing well and there were no noticeable injuries due to the complication